Event description:
It was reported that the patient's right ventricular (rv) lead had decreased pacing impedance resulted in unipolar polarity switch. The lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.